Event description:
It was reported that prior to starting da vinci s surgical procedure, the cables at the end of the mega needle driver instrument were observed to be shedding.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed grip cable. The frayed grip cable was located at the distal idler pulley. The frayed cable sections are in various lengths sticking out at the wrist. The idler pulley rim exhibited mechanical indentations. Functional testing of the instrument on an isi in-house is2000 system showed that the instrument had 10 lives, indicating that the instrument was never used. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.